Manufacturer narrative:
Other relevant device(s) are: product ID: 9735638, version : (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. During the procedure, a "localizer not connected" message was received. The emitter box was disconnected and both were power cycled before connecting again without resolution. The issue had previously occurred. It was determined that initially, the site had not properly connected the emitter box to the system. When rebooted, someone had accidently hit the bottom on the bottom of the screen to disable the emitter. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome.

Manufacturer narrative:
Software analysis determined that the software was functioning as intended. If information is provided in the future, a supplemental report will be issued.